Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-9818-15, serial/lot: (B)(4), description: vercise m8 adapter 15cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The ipg and m8 adaptors were explanted. The physician does not believe the infection was device or procedure related but could not identify the cause of the infection. The patient was provided with antibiotics and was stable post-operatively.